Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The lot number was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from a personal interaction that a patient underwent mechanical thrombectomy for an occlusion of the internal carotid artery (ic) with the lesion at the m2 segment of the middle cerebral artery. A 5mm x 37mm embotrap iii (et309537, lot unknown) revascularization device was used. Per the event description, the embotrap iii and the intermediate catheter (vecta71) crossed the lesion at the m2 segment of the middle cerebral artery (mca) resulting to the thrombus being moved to the distal m1 segment as shown by the angiography performed. A soft thrombus was formed, moved to the m2 segment and closed the lesion. A trak microcatheter was then delivered from the m2 to the m3 segment. After which, the embotrap iii was deployed. The vecta71 intermediate catheter was delivered up to the c3 segment of the ic. The first pass was completed with the resulting thrombolysis in cerebral infarction (tici) scale as grade 2b. It was noticed that bleeding occurred at the m2 segment, and the patient developed symptoms such as hydrocephalus. Spinal drainage was performed. Patient has been hospitalized and condition was stable. No paralysis was observed. The event was assessed by the physician as non-serious because the patient¿s condition has been better than that at the time of transportation. The physician commented that although there was only one pass made, there are multiple reasons which caused the patient¿s bleeding. This includes the patient having a pacemaker, the patient taking aspirin, and due to the poor backup because the suction catheter increased only up to c3. Per the treating physician, the relationship between the embotrap iii and the adverse event cannot be ruled out since bleeding might have occurred by retracting the device. Continuous flush was performed. No other concomitant device was noted.

Manufacturer narrative:
Product complaint # (B)(4). Based on the review of additional event information received, the health effect - impact code "prolonged hospitalization¿ was removed, and "surgical intervention¿ was added. Section b5: additional information was received on 17-october-2022 indicating that it was mentioned that the patient¿s condition was improved just before the procedure, in comparison to that at time of transportation to the hospital. No withdrawal difficulty was encountered during microcatheter repositioning or removal from the patient vasculature, however the suction catheter reached only the lacerum segment (c3) of the ica thus providing poor support for the embotrap iii device. The hydrocephalus was treated by spinal drainage; at this time accompanying symptoms are unknown. Section e1. Initial reporter phone: (B)(6). Complaint conclusion: it was reported from a personal interaction that a patient underwent mechanical thrombectomy for an occlusion of the internal carotid artery (ica) with the lesion at the m2 segment of the middle cerebral artery. A 5mm x 37mm embotrap iii (et309537) revascularization device was used. Per the event description, the embotrap iii and the intermediate catheter (vecta71) crossed the lesion at the m2 segment of the middle cerebral artery (mca) resulting to the thrombus being moved to the distal m1 segment as shown by the angiography performed. A soft thrombus was formed, moved to the m2 segment and closed the lesion. A trak microcatheter was then delivered from the m2 to the m3 segment. After which, the embotrap iii was deployed. The vecta71 intermediate catheter was delivered up to the c3 segment of the ic. The first pass was completed with the resulting thrombolysis in cerebral infarction (tici) scale as grade 2b. It was noticed that bleeding occurred at the m2 segment, and the patient developed symptoms such as hydrocephalus. Spinal drainage was performed. Patient has been hospitalized and condition was stable. No paralysis was observed. The event was assessed by the physician as non-serious because ¿the patient¿s condition has been better than that at the time of transportation¿. The physician commented that although there was only one pass made, there are multiple reasons which caused the patient¿s bleeding. This includes the patient having a pacemaker, the patient taking aspirin, and due to the ¿poor backup because the suction catheter increased only up to c3¿. Per the treating physician, the relationship between the embotrap iii and the adverse event cannot be ruled out since bleeding might have occurred by retracting the device. Continuous flush was performed. Other concomitant devices are unknown. Additional information received indicated that the it was mentioned that the patient¿s condition improved just before the procedure, in comparison to that at time of transportation to the hospital. No withdrawal difficulty was encountered during microcatheter repositioning or removal from the patient vasculature, however the suction catheter reached only the lacerum segment (c3) of the ica thus providing poor support for the embotrap iii device. The hydrocephalus was treated by spinal drainage; at this time accompanying symptoms are unknown. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Intracranial hemorrhage is a known complication associated with the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. The physician has assessed that patient risk factors such as having a pacemaker, aspirin intake, and the use of another (non-cnv) device. As discussed in the literature below, studies have shown that cerebral hemorrhage is closely related to hydrocephalus and that hydrocephalus may occur in about 9% of patients with cerebral hemorrhage. The leading causes of hydrocephalus are the mass effect of blood clots, and adhesion and obstruction mediated by intraventricular inflammation. Given the physician¿s assessment that the relationship of the embotrap iii and the bleeding cannot be ruled out as the event may have resulted from the action of retracting the device (although there was no reported device performance issue/ malfunction), this event will be conservatively reported to the FDA with the classification of ¿serious injury¿. Presently there¿s no mention that a prolonged hospitalization was need. On the other hand, there was the need for spinal drainage of the hydrocephalus. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.